Event description:
As reported by the user facility: braun pump failure to pump fluids into patient or alarm that fluids was not being given to the patient overnight. Pump was seen to pump fluid back into the upstream and not downstream causing fluid to not be administered directly to the patient.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space 2.2 article number: 8713050 2.3 serial number/batch: (B)(6) 2.4 software version: l030003 2.5 hours of operation: 15984 hours 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. The history files from 2023-01-27 to 2023-01-28 (specified date of the incident, given from the customer) were investigated. At 2023-01-27 18:06 pm a space line neutrap. Was inserted. A vtbi of 490 ml and a rate of 100 ml/h was set. At 18:07 pm the infusion was started. Between 18:07 pm and 18:25 pm the infusion was interrupted several times by pressure- and air rate alarms (reason for that could not be clarified). Between 2023-01-27 18:25 pm and 2023-01-28 05:46 am the infusion was started and stopped several times. Furthermore, the values were changed to another again and again. The set values fit the actual volume infused entries in the history files. In addition, no more anomalies could be detected in the history files. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact. The device shows age related signs of wear and tear, but no visual damaged parts could be detected. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -0,08%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 4. Assessment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. The complaint malfunction could neither be reproduced nor detected in the history files. No product deviation.